Event description:
It was reported that the ablation catheter was placed inside the heart, and then the cable was connected. There was no "intracardiac potential" displayed. The cable was replaced and still no display. The generator was replaced, and there was still no display. A competitor's ablation catheter was used. The catheter was discarded at the hospital. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the ablation generator was placed inside the heart, and then the cable was connected. There was no "intracardiac potential" displayed. The cable was replaced and still no display. The generator was replaced and there was still no display. A competitor's ablation catheter was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID 0610. (B)(4).